Manufacturer narrative:
The rapid infuser has not been returned to belmont for investigation. We have contacted the user facility to request the unit back for evaluation, as well as additional information about the case; as of the date of this report, no response has been received. The manufacturing records for this serial number were reviewed and nothing notable was observed. Without additional information, it is difficult to determine what occurred in this case. A review of complaints for the past year indicate that this was an isolated incident; however, we will continue to monitor and trend similar reports of this nature. The user facility did not report any patient injury. Should additional information become available, a supplemental report will be submitted.

Event description:
We received a medwatch report in which the user facility reported the following: "the power button switched on its own from the on to the off position while in use during procedure. Device had to be rebooted and re-primed."